Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with 814:04 failure code was confirmed by service. An assignable root cause could not be identified. Since no assignable cause could be provided no repair was necessary for the reported condition. Additional information: this issue has been escalated to CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:04. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.